Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
The reporter alleged that during non-clinical use there was an unrecoverable medium priority alarm, telemetry identified this was due to a low arm backup battery (abb) voltage. Abb was replaced, the bedside unit has been used in a further two procedures since replacement with no further alarms or other issues. No further information has been received at the time of this report. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injuries.